Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this brady device was nearing elective replacement indicator (eri) sooner than expected because device had to reserve battery for retry output. There was no additional information obtained from the field representative. This device remain in service. No adverse patient effects were reported.